Event description:
It was reported that, during a tha revision surgery, the doctor struggled to reduce the hip and during one of the attempts to do it, the non-split metal ring of an r3 constrained acetabular liner 52mm completely came off. After a delay of 5-10 minutes, the doctor decided it would do more harm to the patient if he dislocated and relocated the hip with a back-up liner than to leave it as was, so he closed the case with the same device.